Event description:
Customer obtained results of 157 mg/dl and 85 mg/dl on the accu-chek advantage system. Customer reports add'l comparison with results of 144 mg/dl and 70 mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.